Manufacturer narrative:
Results: the distal tip of the cat6 was ovalized in multiple locations; the cat6 was kinked approximately 10.5 cm, and ovalized approximately 87.5 cm from the hub. Conclusions: evaluation of the returned devices confirmed that the distal tips of both cat6's were ovalized and kinked. Further evaluation revealed that the first cat6 was creased length-wise. These types of damage likely occurred due to improper handling of the device during use. If the cat6 distal shaft is forcefully manipulated during insertion into the patient body, it is likely that the catheter will become damaged. Penumbra catheters are 100% visually evaluated for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01179.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using indigo system aspiration catheter 6 (cat6) devices. During the procedure, a cat6 was placed through another manufacturer's sheath over a guidewire and into the sma. The cat6 was then connected to a penumbra system aspiration pump max 110 (pump max) to begin aspiration. After 5 minutes of aspiration, the physician noticed that revascularization was not achieved and removed the cat6. Upon inspection of the cat6, the physician noticed that the distal tip of the cat6 looked "collapsed" (flattened). The physician then opened a new cat6 and delivered it into the sma in the same manner as the first cat6. The second cat6 was used for aspiration in the same manner as the first cat6; however, revascularization was still not achieved. The physician removed the cat6 and noticed that it was also flattened on the distal tip. The procedure continued using a new indigo system aspiration catheter 8 (cat8) and a new sheath. There was no report of an adverse effect to the patient.